Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up. A device interrogation revealed an alert for low defibrillation impedance. However, the healthcare professional (hcp) indicated that the superior vena cava (svc) coil of the right ventricular (rv) lead was recently capped and replaced with a competitor lead. Therefore, it was unclear if the impedance problem was associated with the reported product. Further information was requested but not received.